Manufacturer narrative:
An event regarding an alleged size/fit issue and pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: [...] The symptoms described are consistent with polyarticular inflammatory arthritis and right iliopsoas tendinitis/bursitis. There is no evidence of factors associated with component design, manufacturing or materials or sizing as related to the clinical situation described in the event description. No follow-up is available for the past five years. [...] Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. A review was completed by cmc in relation to a recall inquiry for the devices listed in this pi. The review noted there was no recall of the stem, head or liner, but the lot number of the acetabular shell is not available to check. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: [...] The symptoms described are consistent with polyarticular inflammatory arthritis and right iliopsoas tendinitis/bursitis. There is no evidence of factors associated with component design, manufacturing or materials or sizing as related to the clinical situation described in the event description. No follow-up is available for the past five years. [...] The event was not confirmed and the root cause of the event could not be determined. Additional information such as addition x-rays and the return of the device are required to investigate further. If additional relevant information and or the device becomes available this investigation will be reopened.

Event description:
Patient called stating that she had a right hip replacement on (B)(6) 2010. On or about (B)(6) of 2011, she stated that she started experiencing severe pain shooting down her leg and pain in her groin. Her new doctor thinks that it could be the wrong size implant.

Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 32258301. Accolade plus tmzf hip stem #3; cat# 6021-0335; lot# 32095903r. Trident hemispherical solid back shell; cat# 500-11-56f; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating that she had a right hip replacement on (B)(6) 2010. On or about (B)(6) of 2011, she stated that she started experiencing severe pain shooting down her leg and pain in her groin. Her new doctor thinks that it could be the wrong size implant.